Event description:
It was reported that the device powered off on its own on multiple occasions. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. It was observed that the batteries, which were included for eval with the device, had bumps and bent edges on the corners and that some extra force was required to completely snap the batteries into place. It is a possibility that the customer did not completely snap the batteries into place and that might have caused their device to intermittently power off on its own. Physio-control replaced the batteries for the customer as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. A confirmed root cause of the reported failure was not determined.